Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump error 55 (the flash crc is incorrect for factory-stored information) on the insulin pump. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was done and explained the insulin pump performed safety checks and an error was found. No harm requiring medical intervention was reported. The product mmt-1884 will be returned for analysis.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Successfully utilized thump to download history files, traces and comlink3 files. No pump error 55 noted in pump downloaded history. However, critical pump error (open book image) alarm confirmed and was triggered by three consecutive pump error 53 (file ID: 65535 line ID: 65535) alarm confirmed in the history files, problem isolated to the pcb1 board and pcb2 board as per global logic analysis. Test p-cap and reservoir locked properly into reservoir compartment during testing. Found moisture damage to pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, scratched case, cracked battery tube threads, cracked keypad overlay, pillowing keypad overlay and label damage (faded). Critical pump error (open book image) alarm confirmed during analysis and triggered by pump error 53. Confirmed pump error 53 in the pump history download, problem isolated to the pcb1 board and pb2 board. Pump error 55 not confirmed. Confirmed moisture damage to pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.